Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged. Customer stated that the opening had broken off. Blood glucose level at the time of the incident was 283 mg/dl. Blood glucose level at the time of the call was 128 mg/dl. The customer reported that she had a blood glucose level of 36 mg/dl the night prior to the call, which was treated with glucose tablets. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did lock in place just a partial broken reservoir tube lip noted.